Event description:
Nurse indicated they were in defibrillator mode using multifunction cable w/disposable pads. Defibrillator displayed (elect. Pads off), but was still letting the user discharge the defibrillator. The situation was duplicated in the clinical lab. Another cable w/pads was used & the defibrillator still allowed discharge w/message at any setting. Per zoll; the defibrillator should never discharge with message display.